Manufacturer narrative:
(B)(4). Method: the complaint rd900aeu neopuff infant resuscitator was returned to fisher & paykel healthcare (fph) service center in the UK, where it was inspected and repaired by a trained fph service engineer. Our investigation is accordingly based on the service report and photographs provided by fph service center, and results of our previous investigation on similar complaints. Results: visual inspection revealed that the gas outlet port of the complaint neopuff unit was broken, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 060116. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the physical damage to the gas outlet port was caused by some sort of impact. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." All neopuff units are visually inspected and performance tested before leaving the production line and those that fail are rejected. This suggests that the subject neopuff unit was damaged after it was released for distribution. The fascia and valve system were replaced at the fph service centre, and the subject neopuff was returned to the hospital facility after passing the performance check specified in the neopuff technical manual.

Event description:
A hospital in (B)(6) reported that the gas outlet port of an rd900aeu neopuff infant resuscitator was broken and needed repair. This was observed before use on a patient.